Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported clip open while locked and slda could not be determined in this incident. The expulsion appears to be related due to user technique/procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
This is filed for device detachment from the leaflets. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. A mitraclip ntr was being placed in the medial of the a2p2; however, during the testing of the lock, the clip opened. The clip was closed and a grasp was obtained, the clip was deployed. However, a single leaflet device attachment (slda) was noted. The clip detached from the anterior leaflet. As the gripper line was pulled, the clip came off both leaflets and remained on the gripper line. The clip was snared. Two mitraclips were implanted, successfully reducing mr to 1. There was no clinically significant delay in the procedure. No additional information was provided.